Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported incident that volar smartlock distal radius plate, standard, right,short, 11 holes was alleged of issue s-171 (deviation from op tech/IFU) could be confirmed as it was indicated as follows; locking plate for right wrist variax type implanted elsewhere. Based on investigation, the root cause was attributed to a user related issue. The device inspection revealed the following: some damages / deformations on the screw hole of the volar smartlock distal radius plate are clearly evident. There is an indication, according to the way the inner part of the hole is damaged, that the screw may have been inserted on an angle. No further information can be given as ¿user used incorrect product for intended use¿. Also we are not able to comprehend the mentioned problem concerning the ¿need to have a tungstene wires in the instrumentation kit¿ as there is no such article in our kits. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. At the time the initial MDR report was issued the reported device was thought to be a unknown stryker (B)(4) manufactured device. Additional device information received confirmed that the device is a stryker (B)(4) manufactured device.

Event description:
The biomedical engineer at the clinic reported the following event, on (B)(6) 2014 patient had a variax locking plate for right wrist implanted at another hospital. The screw head fractured and the screws and plate were impossible to remove. No adapted instrumentation in kit. Patient left. On (B)(6) 2015, difficult removal of the devices because the screw was not extractable. Revision surgery was performed. Epiphyseal fracture risk. Residual metal debris. Ablation of the devices performed 2 times.

Event description:
The biomedical engineer at the clinic reported the following event, on (B)(6) 2014 patient had a variax locking plate for right wrist implanted at another hospital. The screw head fractured and the screws and plate were impossible to remove. No adapted instrumentation in kit. Patient left. On (B)(6) 2015, difficult removal of the devices because the screw was not extractable. Revision surgery was performed. Epiphyseal fracture risk. Residual metal debris. Ablation of the devices performed 2 times.